Event description:
A customer reported that their pack of mac 4 crystal disposable laryngoscope blades contained some mac 3 blades. The issue was identified during a pre-use check, there was no report of death, serious injury or medical intervention. On (B)(6) 2011, the product was returned and complaint confirmed.

Manufacturer narrative:
Product investigated, complaint confirmed.